Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed cross talk oversensing and high pacing impedance on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120579.